Event description:
Implanted mesh sling caused severe pain, ballooned to 245 pounds post-op due to edema, infection- large seroma 2 weeks postop, seizure threshold due to pain, incontinence postop worse than before and now incontinent of bowel, ovary prolapsed even though mesh was in place, vagina had to be resected due to mesh, neuromuscular damage due to fluid shifts, metabolic instability, life threatening edema head to toe-systemic shock like auto-immune syndrome diagnosed as systemic capillary leak syndrome otherwise known as clarkson', obturator and pudendal nerve damage, transient to permanent paralysis, difficulty walking post-op, difficulty swallowing due to paralysis, at risk for compartment syndrome-pleural effusion due to condition daily to mention a few, extreme sensitivity to chemicals post-op, shortened life expectancy limited to 5-15 years postop per (B)(6) research. Dates of use: (B)(6) 2010. Reason for use: was to hold organs in place post hysterectomy treat sui.